Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, flat creases, brown particles in valve. Leak test process was performed and no identify any opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related to the manufacturing process. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported left side "itching." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/oct/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "itching" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "itching" bilateral exchange.

Event description:
Healthcare professional reported left side "itching." Device has been explanted.